Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation. The event reported on this patient involves five separate products and associated with MDR's 2937457-2014-00529, 1713747-2017-00160, 3005162618-2014-00003, 3005162618-2014-00004 and 1713747-2014-99938.

Event description:
A user facility reported a patient experienced a cardiac arrest during hemodialysis treatment. The patient was transported to the hospital where a myocardial infarction was ruled out. She is undergoing multiple tests to determine the cause of the event. The pt has returned to her regular hemodialysis treatment schedule.